Manufacturer narrative:
The customer reports that the cns (central monitoring system) is not calling vtac when it should. Monitor technician stated he has been monitoring a patient and there have been multiple times when the patient was in vtac but the system called svt or some other call. He had relearned the patient rhythm multiple times which seemed to correct the issue for 15-20 minutes but then the issue re-occurs. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) is not calling vtac when it should. Monitor technician stated he has been monitoring a patient and there have been multiple times when the patient was in vtac but the system called svt or some other call. He had relearned the patient rhythm multiple times which seemed to correct the issue for 15-20 minutes but then the issue re-occurs.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) is not calling vtac when it should. Monitor technician stated he has been monitoring a patient and there have been multiple times when the patient was in vtac but the system called svt or some other call. He had relearned the patient rhythm multiple times which seemed to correct the issue for 15-20 minutes but then the issue re-occurs. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.